Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose of 421 mg/dl. She stated she had low energy and felt sleepy. Blood glucose at the time of the call was 350 mg/dl. No issues were found with the site, set, insulin or settings during troubleshooting and the insulin pump passed the high pressure test. Customer treated with manual injection and changed the entire infusion set and reservoir. Customer was advised to follow up with doctor.